Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 07/06/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2011 with the following findings: the up and down buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record confirmed that the pump was operating within specifications at the time of release.

Event description:
The distributor reported that the keypad buttons needed to be pressed several times to activate desired pump functions.